Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter could not be found on the g5 application. Patient closed the application, re-opened it, started a new sensor session and the issue was resolved. No additional event or patient information is available.